Event description:
The patient used to feel stimulation in his right leg, but now he feel no stimulation. The patient had not seen his doctor for 2.5 years. He said that he was told that one of the implanted wires was broken. The patient was encouraged to contact his health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.